Event description:
Defective bd insyte autoguard IV. Have had 2 within 4 days that has been defective. Staff did not leave info on which pts they used them on. Apparently, the needle will not retrack, which is a safety hazard for staff. Date of use: (B)(6) 2012.